Manufacturer narrative:
G4:10dec2020. B4:03mar2021. H11:g5:k102985. H10: the customer reported that replacing the power management (pm) printed circuit board assembly (pcba) resolved the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 17dec2020.

Event description:
The customer reported they performed periodic maintenance and found the flow sensor assembly needed to be replaced. They replaced the flow sensor assembly and then the ventilator would not turn on. The screen was blank, with an alarm, and an alarm led flashing. There was no patient involvement. The customer spoke with the remote service engineer (rse) and they suggested to try replacing the power management board. The customer replaced the power management board and the issue persisted. The fan runs and surges, there is a new power management board, battery manufacture date is 2018, and there are no cables connected to the rear of the unit. The customer disconnected the data acquisition board and the unit now starts. The customer tried a new data acquisition board to power management board cable and the issue continued. The rse advised the customer to change the flow sensor assembly.